Event description:
A customer technical advocate (cta) was contacted by the customer stating that the cell-dyn 3200 cs analyzer generated erratic rbc and platelet results for one patient. An initial plt = 74 k/ul; result was reported and upon repeat, yielded a plt = 8 k/ul result. No rbc results were provided, but the customer states that the initial rbc result was lower than the repeat result. A blood smear was reviewed, and the plt = 8 k/ul, result appeared to be correct. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.